Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is at the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found that the device will not cycle due to the bent needle assembly. The bent needle assembly and failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, the fast-fix 360's t2 implant was deployed prematurely after the t1 implant was deployed on the meniscus. T1 was removed from the patient with tweezers. The procedure was completed with a smith and nephew back up device with non-significant surgical delay. No further complications were reported.